Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the gastrointestinal videoscope exhibited presence of foreign object clogging the biopsy channel. The issue was identified at the time of inspection for use. There were no reports of patient involvement.